Event description:
Report rec'd from abbott international (abbott canada) which states "a leak was noted at the base of the cassette; it seemed to leak at the base of the cassette at the junction of the diaphragm. The split was noted to be about 3mm. There were a few drops leaking into the pump, on the pump and on the floor. The nurse did not initially notice as it was during the night and the room was dark. The pump alarmed air but there was no air in the line. The drug being administered was an anti-convulsant. She did not remember which one but thinks it may be dilantin. The pt did not receive their full dosage of drug. They had to take blood samples in order to determine the drug levels to see if they were adequate. The time between the leak and when it was noticed by the nurse is unknown. They did mention that there was a "good" quantity of liquid on the floor. The tubing was changed as a result of the leak." There was no report of adverse pt effect. Add'l info was requested, but no further info was available.